Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the batteries. Replaced batteries and performed charger adjustment. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600 system displayed an error message of "charger failed" during manual fluoro shot. No patient injury reported.